Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va0ccdl, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va05uf5, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that last wednesday the patient had throbbing and spasms near the implantable neurostimulator (ins) on their left side while they were shoveling snow. The throbbing stopped when the ins was turned off. The ins was turned back on and the manufacturing representative was able to replicate the spasm and pulsing by having the patient do ¿wall push-ups.¿ the spasm was triggered by activity. Starting the day of this report, the patient had felt a shocking or jolting sensation when they turned the ins on. The shocking and jolting was on the left side only. The patient turned the ins off at night. Impedances were measured and they were okay. Therapy impedance was measured to be 884 ohms. The spasms and throbbing did not occur when the ins was off, but they returned after the ins was turned on for a minute. The patient was programmed to c+, 20 at 6.7v. An x-ray was done and it was normal. The patient¿s healthcare professional (hcp) did not know the cause of the event and they were waiting two weeks to see if the issue continues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04673.